Manufacturer narrative:
Philips was unable to confirm the final disposition of the device because the customer rejected the quote, refusing service. No further work was performed by philips to resolve the issue. Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event. No response or further information was received from the customer regarding if the device was in use or out of use at the time of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor auto zero failed error code. It is unknown if the device was in use at the time of the reported problem. There was no patient harm reported. The customer was provided with a quote for onsite labor by a philips field service engineer (fse). Service of the device is pending.